Event description:
It was reported that during procedure for a v4 segment aneurysm of the intracranial vertebral artery, when the subject stent was delivered to the middle of microcatheter, it could not be advanced any more. After several tries, the operator withdrew the delivery wire and the stent deployed inside the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.